Manufacturer narrative:
Servo board 20ml/s and 500ml/s potentiometers cannot be adjusted to within range due to defective servo module. Servo module needs to be replaced.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, 500ml flow calibration could not be adjusted within specifications. The pot adjustment ran out of range to make adjustments.

Manufacturer narrative:
Servo board 20ml/s and 500ml/s potentiometers cannot be adjusted to within range due to defective servo module. Servo module needs to be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Additional information added in follow-up #2 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective inspiratory valve. After replacing the servo module g5 (inspiratory valve), the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the servo module g5 (inspiratory valve) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, 500ml flow calibration could not be adjusted within specifications. The pot adjustment ran out of range to make adjustments.

Manufacturer narrative:
Servo board 20ml/s and 500ml/s potentiometers cannot be adjusted to within range due to defective servo module. Servo module needs to be replaced. Hamilton medical ag complaint number: (B)(4).

Event description:
Hamilton medical ag received the following incident description: during preventive maintenance, 500ml flow calibration could not be adjusted within specifications. The pot adjustment ran out of range to make adjustments.